Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received reliability laboratory technician, st. Jude medical crmd reliability laboratory- failure (event) observed during analysis. Final analysis found a single bit flipped which caused the device to revert to backup vvi mode and a code download was unsuccessful. The hybrid failed post burn-in test and bench test. A digital chip was replaced and the device passed all hybrid tests performed.

Event description:
This report is to advise of an event observed during analysis.